Event description:
It was reported that this patient received multiple inappropriate shocks from this subcutaneous implantable defibrillator (s-ICD) system when his arms were raised. Boston scientific technical services (ts) was contacted for data review. Ts discussed that the shocks occurred as the result of over-sensed myopotential noise. Extensive provocative maneuvers and diagnostic imaging was recommended to assess the s-ICD system placement and integrity. At this time, the system remains implanted and no additional adverse patient effects were reported.